Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer is satisfied and the product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer on 3/19/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. The customer had called 9-1-1 on (B)(6) 2018 and had gone to the hospital. The customer's blood glucose test result when at the hospital was over 500 mg/dl. The diagnosis was hyperglycemia and customer was given insulin IV. Customer left the hospital the same day, (B)(6) 2018. There were no new medications or healthcare program suggested. Customer stated the truemetrix meter is working properly.

Event description:
Customer called to register replacement truemetrix meter (reference internal report (B)(4) ). Customer stated she had obtained result of 541 mg/dl fasting. Customer did not believe the truemetrix meter was reading high, she believed her blood glucose was high. The customer's expected fasting blood glucose test result range was undisclosed. At the time of the call the customer reported symptoms of headache, extreme fatigue and light headed. Customer stated she was going to call 9-1-1. Customer was unable to continue call.